Event description:
Affiliate reported that a pt who was a subject in the bactiseal evd post market trial presented clinical symptoms with the evd catheter. The events that took place are as follows: in early 2009 evd implanted. The next day, fever, clinical symptom of infection, positive lung culture, and antibiotics were adminisstered for 10 days. The following month, evd explanted. The next day, subject presented fever and stiff neck, medication for meningitis ordered. Lumbar puncture will not be done as subject is responding to medication. No culture can be done to confirm infection without a lumbar puncture.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.